Event description:
Customer reported the insulin pump was squirting insulin during manual prime; she was doing a set change. Blood glucose was 319 mg/dl. Customer was unable to exit prepare to prime loop. She was disconnected during the manual prime process. Customer does not recall if the top of the reservoir was wet. Customer declined further troubleshooting. Customer stated she was unable to describe any possible damage to the drive support cap. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.